Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump malfunction, which did not recur, and instructed the customer to continue using the pump while advising to report any further issues.